Event description:
It was reported that while engaging in sexual intercourse, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The physician reviewed the event data and it was determined that the shock was the result of over-sensed myopotential artifacts. Due to the patient's complex rhythm morphology and previous inappropriate shock in the primary sensing vector, the physician elected to reprogram the device to the alternate sensing vector to resolve the event. The patient was also instructed to avoid push-ups or similar exercises. Boston scientific technical services was contacted for a review, but the device data was not provided. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.